Event description:
It has been reported that the procedure was being performed in the operating room. The anesthesiologist was using the forceps when the tip broke off. As a result, a new forceps was obtained from the hospital stock and used without incident. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.